Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2030 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar sensing. Additionally, it was noted that thresholds were high. Technical services informed it appears to be a physiologic change. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.